Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Femoral access was obtained. The target lesion was located in the moderately calcified right coronary artery. The physician advanced a 12mmx2.00mm nc quantum apex balloon. The nc quantum apex balloon was inflated an unknown number of times and ruptured at 6atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).